Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's blood glucose levels have been elevated as high as 500 mg/dl since (B)(6) 2012. The patient had been unsuccessful correcting the elevated levels via bolus with the infusion device. She was able to correct the elevated levels via injections of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result the problem mentioned by the customer could not be reproduced. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnosis test and meets the specification. All alarm functions were tested successful and no malfunction could be observed during the iu investigation. History list: the customer did not set the date and time settings correctly. As result the pump could not deliver the insulin space provided time. The problem mentioned by the customer could not be reproduced.